Manufacturer narrative:
A4, a5, and a6 are unknown. The cause of the optical signal issue was not determined due to no defect found on the returned pump, no data logs were recovered, and inconclusive clinical details. The device passed all post sterile inspection checks.

Event description:
The complainant reported a patient needing an impella device for mechanical circulatory support. During implant there were reduced flow alarms. The device was explanted in the procedural area. There was no reported harm or injury to the patient.